Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer stated, when priming, no insulin flows. Stated, her husbands will prime between 1-3 units.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the pen needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer stated, when priming, no insulin flows stated, her husbands will prime between 1-3 units.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary customer returned a total of 2 used 4mm, 32 gauge nano pro pen needles from lot 1320836. The pen needles were visually inspected prior to testing. The first pen needle was found to have a bent needle on the non-patient side of the hub¿s needle cannula. Additionally, the second was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that one pen needle had become bent and the other had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.